Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative reported that the circumstances leading to the groin stimulation were unknown. The patient was reprogrammed on (B)(6) 2016 and the stimulation was able to be felt in their left foot.

Manufacturer narrative:
(B)(4).

Event description:
The patient's wife reported that the patient was in an auto accident on (B)(6) 2016. The patient had been having issues with stimulation in the groin area since 2015. They had also been having issues with the implantable neurostimulator (ins). Additionally, the patient needed a head scan MRI unrelated to the ins. Indication for use included non-malignant pain, and failed back surgery syndrome. Follow-up was performed to determine what caused the event, and what steps were taken to resolve the reported event and when the manufacturer was notified of the event. This event will be updated if additional information is received.